Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the subject device had a blurry image. The event occurred during set up. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d9, g1, h3, h6, h11. The device was returned to olympus for inspection, and the reported failure blurry image was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: fiber breakage, dents on distal frame and edge, dents and bent on outer tube, loose rotating handle, loose light guide (lg) adapter, and light transmission failed a definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: blurry image due to image field of view is misaligned and the most probable cause of fiber breakage, dents on distal frame and edge, dents and bent on outer tube, loose rotating handle, loose light guide (lg) adapter, and light transmission failed was due to a component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.